Event description:
A customer reported suction loss in the middle of treatment. The patient interface was exchanged and treatment was completed with no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The logfile review showed no abnormalities which could influence the reported suction loss. The root cause is unknown. Without the sample, the root cause could not be determined conclusively. The most possible root cause is the movement of the patient´s eye which affected the loss of suction 1. (B)(4).